Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed pressure wound under the lifevest equipment. The patient described the area as a stage 4 necrotic pressure sore on spine. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse removed the device to allow the pressure wound to heal. Outcome of the wound is unknown.